Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the impactor device unit broke into three pieces at the t-intersection. The top of the t-handle was thrown away and will not be returned. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was functionally / visually tested according to the functional assessment. The described failure by the customer was confirmed. The device was visually inspected as received from the customer. It was found that the device failed visual inspection. T-handle broken. Investigation is based on the assessment performed by the complaint technical investigator. The device failed the following inspection criteria¿s during the functional assessment: 2.4.2 visual assessment: fail. 2.5.2 cloverleaf fitting assessment: fail. 2.5.3 cloverleaf fitting assessment: fail. 2.6.1 adapter removal assessment: fail. The kincise cup-adapter was visually and functionally assessed and determined to have a broken adapter stem, missing, consistent with user error.